Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to syncope. That evening at the hospital, right ventricular (rv) loss of capture (loc) was observed on telemetry for 2-3 beats at two different times, and it was noted that this had also happened back in june 2023. The field representative performed device and lead testing with isometrics in both bipolar and unipolar, however only a small amount of noise was observed in unipolar. Rv thresholds were stable in the 1.6-1.9v range, and rv pace impedances were stable in the mid-300s ohms range. Rv output was programmed to 4v@1.5ms, however rv loc was not reproducible. There was nothing indicative of a lead issue at this time. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This pacemaker was returned for analysis

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to syncope. That evening at the hospital, right ventricular (rv) loss of capture (loc) was observed on telemetry for 2-3 beats at two different times, and it was noted that this had also happened back in june 2023. The field representative performed device and lead testing with isometrics in both bipolar and unipolar, however only a small amount of noise was observed in unipolar. Rv thresholds were stable in the 1.6-1.9v range, and rv pace impedances were stable in the mid-300s ohms range. Rv output was programmed to 4v@1.5ms, however rv loc was not reproducible. There was nothing indicative of a lead issue at this time. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to the hospital due to syncope. That evening at the hospital, right ventricular (rv) loss of capture (loc) was observed on telemetry for 2-3 beats at two different times, and it was noted that this had also happened back in (B)(6) 2023. The field representative performed device and lead testing with isometrics in both bipolar and unipolar, however only a small amount of noise was observed in unipolar. Rv thresholds were stable in the 1.6-1.9v range, and rv pace impedances were stable in the mid-300s ohms range. Rv output was programmed to 4v@1.5ms, however rv loc was not reproducible. There was nothing indicative of a lead issue at this time. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This pacemaker was returned for analysis

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.